Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Initial reporter telephone not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Customer quality conducted an investigation of the returned device. We have forwarded the complaint parts to the responsible sustaining engineer for evaluation. The returned parts were tested with a self-retaining screwdriver shaft in regards to the handling: according to the labelling (surgical technique guide) "a half counterclockwise rotation of the engaged screwdriver facilitates the screw removal from the clip". The performed functional testing confirms that more than a half rotation is needed to extract the screws from their clip. Note: it was not possible to identify the lot numbers of the returned products. This limits the pd evaluation regarding market impact or potential lot based affected articles with this reported issue. The dimensional control shows that dimensions of the screws and clips are within tolerances. The functional and design requirements for matrix midface specifies a maximal interference fit of 0.05mm between the screw and its clip (verified in the tolerance analysis) to avoid screws falling out of the clip before the surgery. Therefore, an interference fit is accepted by design. The interference is intended and specified by the functional and design requirements to ensure functionality of the clip. Occurrences where maximal interference leads to slight surgical delay are deemed acceptable by the risk analysis. Therefore, no design related issue was identified. The complaint is deemed by product development as not-valid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, five (5) matrixmidface screws were stuck in the cassette. Another screw was readily available and was used to complete the procedure. This report is for one (1) matrixmidface screw. This is report 3 of 5 for (B)(4).